Manufacturer narrative:
The customer cleared the reported complaint. No ge service was necessary. The system was tested and operates as intended.

Event description:
The customer reported that the monitor of the 9800 system would go dark during patient exposure. No patient injury was reported.